Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. As per the investigation, cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during drain 1 of 4. The home patient (hp) stated that he had disconnected to use the restroom causing the error. The hp then reconnected. The hp cycled power to clear the se 2240 followed by se 2367 to end therapy. The baxter technical service representative (tsr) reviewed proper disconnect procedure with hp. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance spoke with the patient regarding the se 2240 alarm. The patient stated that she was able to continue therapy and there was no medical injury reported. The patient had the reviewed the procedure and knows the correct procedures to disconnect.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.a follow-up MDR will be submitted if additional information is obtained.